Event description:
Customer alleges the drive wheels keep falling off the chair. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model fdx-mcg, (B)(4) is approximately 1 years 7 months old. The owner's manual part number 1163181 rev b (jul-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female who is (B)(6) and age is unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Customer alleges that the drive wheels keep falling off the chair, left and right. Customer states she allegedly injured her back each time wheels fell off and alleges she did not seek medical attention but had to take pain pills.